Event description:
On (B)(6) 2013, the surgeon performed an si joint ifuse procedure on the patient. The patient had two falls after the ifuse procedure. The first fall did not cause the patient pain, but the second one did. X-rays revealed that the first, most proximal implant, had been jarred superiorly and anteriorly and appeared to be resting on the iliac vein. The surgeon decided to remove the proximal implant. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the proximal implant. A venogram was performed after the surgery which showed no perforations in the iliac vein.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and (B)(4), there is no evidence that the device was out of specification. The most probable root cause was the patient's fall leading to the malposition of the implant.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, and fmea, the most likely root cause is a slip and fall causing an ilium fracture and a symptomatic migration of the superior implant.

Event description:
Per si-bone vp of medical affairs: "review of this case shows this to be a case of a slip and fall in the early post-operative period. As a result of the fall, there was a fracture of the ilium and a symptomatic migration of the superior implant. The revision surgery consisted of complete removal of the implant. No grafting was performed to the hole created by removal of the implant. No grafting was performed to the joint. No other implants were removed. No new implants were placed. Per report, the patient is doing well after the revision surgery."